Event description:
The doctor was performing a spondy reduction at l5 with a construct from s1 to l4. After the reduction procedure was complete, it was discovered that the guide pin would not screw out of the screw toggle. The end of the guide pin broke off when the doctor applied more force to get it out. The end of the guide pin was left in the screw. The doctor looked for any other broken pieces and found none. The piece of guide pin was not protruding above the top of the screw and the doctor felt confident that it was stuck in the screw well enough that it would not come out. The screw was left in the patient. The reduction surgery was successful.